Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing, +6.55%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 01-aug-2025. H3: one device was received for analysis. Service history review found no previous reported services. The customer issue could not be confirmed. The delivery test was performed three times in a row, and the results were within the parameters. The root cause of the customer problem could not be found. A performance verification test was performed, and the device passed all tests.